Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and uterine haemorrhage ("abnormal uterine bleeding") in an adult female patient who had essure (batch no. 880426) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2013, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required). In 2016, the patient experienced urinary incontinence ("urinary incontinence ") and stress urinary incontinence ("stress urinary incontinence"). On an unknown date, the patient experienced dysmenorrhoea ("painful menstrual cycles/dysmenorrhea (cramping)"), abdominal pain ("abdominal pain/abdomen pain"), headache ("severe headaches"), back pain ("lower back pain"), vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal, menorrhagia)"), abdominal pain lower ("cramping"), menorrhagia ("abnormal bleeding (menorrhagia)") and allergy to metals ("nickel allergy"). The patient was treated with surgery (laparoscopic supracervtcal hysterectomy, bilateral salpingectomy) and surgery (laparoscopic supracervtcal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, uterine haemorrhage, dysmenorrhoea, abdominal pain, headache, back pain, vaginal haemorrhage, abdominal pain lower, menorrhagia, urinary incontinence, stress urinary incontinence and allergy to metals outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, back pain, dysmenorrhoea, headache, menorrhagia, pelvic pain, stress urinary incontinence, urinary incontinence, uterine haemorrhage and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion . Most recent follow-up information incorporated above includes: on 21-jun-2018: plaintiff fact sheet and medical record received. Essure lot number added. New events abnormal bleeding ( menorrhagia), urinary incontinence, stress urinary incontinence, nickel allergy, abnormal uterine bleeding were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and uterine haemorrhage ("abnormal uterine bleeding") in a 34-year-old female patient who had essure (batch no. 880426) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, 2 months 18 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2012, the patient experienced dysmenorrhoea ("painful menstrual cycles/dysmenorrhea (cramping)") and allergy to metals ("nickel allergy"). On (B)(6) 2013, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2013, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced urinary incontinence ("urinary incontinence") and stress urinary incontinence ("stress urinary incontinence"). On an unknown date, the patient experienced abdominal pain ("abdominal pain/abdomen pain"), headache ("severe headaches"), back pain ("lower back pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (on (B)(6) 2016: laparoscopic supracervtcal hysterectomy, bilateral salpingectomy) and surgery (laparoscopic supracervtcal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, uterine haemorrhage, abdominal pain, headache, back pain, abdominal pain lower, urinary incontinence, stress urinary incontinence and allergy to metals outcome was unknown and the dysmenorrhoea, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, back pain, dysmenorrhoea, headache, menorrhagia, pelvic pain, stress urinary incontinence, urinary incontinence, uterine haemorrhage and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 22-jun-2018: plaintiff fact sheet received. Outcome of the events dysmenorrhea (cramping) and abnormal bleeding (vaginal, menorrhagia) updated to recovered. Onset date of events updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and uterine haemorrhage ("abnormal uterine bleeding") in a 34-year-old female patient who had essure (batch no. 880426) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, 2 months 18 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2012, the patient experienced dysmenorrhoea ("painful menstrual cycles/dysmenorrhea (cramping)") and allergy to metals ("nickel allergy"). On (B)(6) 2013, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2013, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced urinary incontinence ("urinary incontinence") and stress urinary incontinence ("stress urinary incontinence"). On an unknown date, the patient experienced abdominal pain ("abdominal pain/abdomen pain"), headache ("severe headaches"), back pain ("lower back pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (on (B)(6) 2016: laparoscopic supracervtcal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, uterine haemorrhage, abdominal pain, headache, back pain, abdominal pain lower, urinary incontinence, stress urinary incontinence and allergy to metals outcome was unknown and the dysmenorrhoea, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, back pain, dysmenorrhoea, headache, menorrhagia, pelvic pain, stress urinary incontinence, urinary incontinence, uterine haemorrhage and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), abdominal pain ("abdominal pain"), headache ("severe headaches"), back pain ("lower back pain"), vaginal haemorrhage ("heavy vaginal bleeding") and abdominal pain lower ("cramping"). The patient was treated with surgery (patient underwent a device removal procedure.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, headache, back pain, vaginal haemorrhage and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, headache, pelvic pain and vaginal haemorrhage to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.